Manufacturer narrative:
Three (3) used samples were received for evaluation. Unaided visual inspection was performed, and no defect could be identified of the reported issue by initial inspection. Functional testing was performed, and a leak was observed at the spike port bonding area of all three (3) samples. The leak was identified between the spike port tube and the spike port bonding area of all containers. The reported condition was verified. The cause of the condition could not be determined; however, it was most likely due to inadequate, or lack of cyclohexanone being applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.